Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery(lad). A 2.75*38mm promus element¿ plus drug-eluting stent was advanced and implanted to treat the lesion. However, post-deployment, it was noted that the distal edge got long dissection. The dissection was then overlapped with 2.50x28mm promus element¿ plus drug-eluting stent. No further patient complications were reported and the patient's condition was stable.